Event description:
In 2005, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. Following an arthroscopic procedure of the shoulder, it was reported fragments (electrode balls) and a screen detached and remained in the patient. The screen was retrieved in the same procedure but the electrode balls were not retrieved. The patient was reported to be doing well.